Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# v315052, implanted: (B)(6) 2009, product type: lead.

Event description:
Information was received from a manufacturing representative (rep) via a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim. It was reported that there was a lack of efficacy. An impedance and battery check was performed. There was a low battery and the lead was over 4000 ohms on all electrodes. It was unknown what led to the event. It was noted that the patient lost a significant amount of weight. The lead and battery was replaced. The issue was resolved at the time of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.